Event description:
It was reported by the patient's wife "that his device has shocked him at night, woke him up from sleeping". The patient was referred to his physician. The pacemaker remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.